Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# v350439 s: implanted: (B)(4) 2010: product type lead product ID (B)(4) lot# v458448 implanted: (B)(4) 2010: product type lead: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicating the cause of high impedances was not determined and the issue was not resolved at the time of the report.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that the patient could not have an MRI because whoever installed the wires did it wrong because they "crossed the leads." No further information was available. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp reporting that the right lead was 0-3 and the left lead was 8-11- and there were no problems with them. The hcp reported that the lead placement was determined at surgical implant. The hcp reported that to resolve the report that the leads were crossed at implant, they marked the numbers and the correct left and right settings. The hcp reported that an MRI was not allowed due to impedances being greater than 2000 ohms, and the combination of 8+11 was 6739 ohms. No further patient complications have been reported as a result of this event.